Event description:
A user facility reported that an intraocular lens (iol) was cracked and removed from a patient's eye. In a follow up, a nurse reported that the incision was enlarged to remove the lens and "may have contributed to having to perform a vitrectomy." Follow up information was received from the surgeon. The patient has a history of pseudoexfoliation, and removal of the cracked lens caused the zonules to dehisce which warranted placement of an anterior chamber lens. The surgeon reported the event resolved without treatment. An unapproved viscoelastic was used during the implant procedure.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 05/27/2011 and 06/13/2011 by fax, mail and phone. A completed quality questionnaire was received 05/24/2011. A completed follow up questionnaire was received 06/21/2011. (B)(4).